Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h6 health effect impact code was incorrectly reported as 4627 device explanation, but since the explant could not be confirmed, it should have been reported as 4648 insufficient information.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-02181, 1627487-2021-02182. It was reported that surgery may occur to explant the patient's system for an unknown reason.